Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used for a percutaneous transluminal angioplasty (pta) procedure to stop the bleeding; however, when it was opened, the sealant was separated from the mynx control and they could not use it. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used for a percutaneous transluminal angioplasty (pta) procedure to stop the bleeding; however, when it was opened, the sealant was separated from the mynx control and they could not use it. There was no reported patient injury. Another mynx device was used to complete the procedure. The mynx vcd was prepped according to IFU instructions. There were no damages noted to the device packaging. There access site vessel was not tortuous. The device storage temperature did not exceed 25 °c. There were no damages noted to the sealant sleeves after removal from the package. The sealant sleeves were out of position. No other information was provided. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. It was reported that ¿when it was opened, the sealant was separated from the mynx control and they could not use it¿. However, the sealant was observed exposed to blood, remaining in the manufacturing position, and the sealant¿s outer sleeve assembly was observed to have been kinked/damaged. The condition of the returned device indicates that the device may have been inserted in an existing procedural sheath during the procedure and does not match the complaint description. No damage was observed to the atraumatic wire¿s distal tip. The syringe and procedure sheath were not returned with the device. Per microscopic analysis, inspection at high magnification showed that the sealant¿s outer sleeve assembly was kinked/damaged, and that the sealant was soaked in blood and adhered to the device components. Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The buttons performed as intended per the mynx control IFU. A product history record (phr) review of lot f2008501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ was not confirmed during analysis of the returned device. The exact cause of the event could not be conclusively be determined. Procedural factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.